Manufacturer narrative:
One device was returned for analysis of complaint of over-infusion condition. No event history related to the current complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Complaint of over-infusion could not be confirmed through functional testing. Volume accuracy test was performed 3 times and unit passed all three tests. No further repairs are needed for this device.

Event description:
It was reported that the pump was an over-infusion condition. This event occurred during testing. There was no patient involvement and harm.